Event description:
It was reported that during the procedure, the pressurewire x, wireless guidewire could not cross the lesion due to tortuosity and calcification existing in the coronary artery. The pressurewire x guide wire became kinked and lost signal. It was withdrawn from the patient without issue. A new pressurewire x guide wire was used to successfully complete the procedure. There was no adverse patient effects and no reported clinically significant delay in the procedure. Device return analysis revealed that the core was separated 1cm proximal to the distal end but held together by the tip coils. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Visual and functional analysis were performed on the returned device. The reported event of a signal loss could not be confirmed. Functional testing confirmed the pressurewire was able to be connected and calibrated and met functional specifications when analyzed. The transmitter showed a green steady light. No functional anomalies were noted. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Meanwhile, the reported kink could be confirmed. A stretch and kink were noted on the distal tip coil region. The core of the distal tip was also separated but held together by the tip coils. There was no information reported when the separation occurred. It was likely the separation occurred during the post-handling procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The investigation determined that the reported failure to advance, kink, and signal loss were likely related to the circumstances of the procedure. It was likely that while advancing against resistance into the lesion, the pressurewire was damaged/kinked resulting in distal coil deformation which could contribute to the reported difficulty advancing and affect the connection of the wire with the transmitter. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
N/a.